Event description:
Rptr indicated that a dell x5 vns handheld computer would not power on. The next day, it performed as expected. The handpiece computer and flashcard have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.